Event description:
Patient was hospitalized for elevated blood glucose levels and flu like symptoms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. During the hospitalization the patient was treated with intravenous insulin and blood glucose levels remained elevated. Insulin pump therapy was resumed prior to discharge and the patient has contributed to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.